Event description:
Surgery has not occurred to date.

Event description:
It was reported that the patient was seen that day and high impedance was noted. He stated that they ran an interrogation and it showed 9000 ohms. This was confirmed on system diagnostics as well. He stated that the patient is non-verbal, and the parents cannot recall any events that would have caused lead break. He stated that x-rays have been performed but they were not able to decipher if there was a lead break, so next the patient will have a consult for revision/surgery. It was noted regarding the change in seizures that these first began about 3 weeks ago. The physician believes the change in seizures is partially related to battery life and possible lead disruption. However there are external factors that may have contributed as patient has growing lesions on brain. Patient¿s mother also reported the high impedance that was already known and stated that the battery was depleted after only 2.25 years. She said son had MRI recently and the high impedance occurred after this. She confirmed that they turned the device off & followed the precautions. No additional information has been received to date.

Event description:
It was reported from the patient¿s mom that the patient's seizures have "changed character" and is wondering if it could be due to battery depletion or the patient's brain lesions. No additional information has been received to date.